Manufacturer narrative:
(B)(4) the customer returned one guidewire assembly with the guidewire inside for analysis. The customer did not return the assembly cap. Biological material was observed on the guidewire and inside the guidewire assembly despite the customer report of an unused device. Visual analysis revealed two major kinks in the distal j-bend. The distal and proximal welds were spherical and intact, which was confirmed by microscopic examination. The kinks on the j-bend measured 5 mm and 8 mm from the distal end. The overall guidewire length measured 457 mm, which is within the specification limits of 451 mm - 458 mm per the guidewire product drawing. The guidewire outer diameter measured .800 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 21 ga introducer needle attached. The undamaged portion of the guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual analysis revealed two kinks in the distal j-bend of the guidewire. Signs-of-use in the form of biological material were observed, which contradicts the customer report that the defect occurred prior to use. The guidewire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time as it is unknown if the damage occurred before or after the customer handling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the swg was found kinked upon opening the package. Therefore, a new kit was used instead." There was no patient inv olvement.

Event description:
It was reported "the swg was found kinked upon opening the package. Therefore, a new kit was used instead." There was no patient involvement.

Manufacturer narrative:
(B)(4).